Event description:
An infusion pump with condition of 23 battery discharges below alarm threshold. Information was not provided regarding whether or not the failure occurred during an infusion. No reports of any pt incident involving this pump.